Manufacturer narrative:
On the (B)(6) 2017 the r&d project manager checked the pictures of the explanted device commenting as following: no conconclusion can be drawn from the images available: on the stem some residual of both bone and blood can be noted.

Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 111701: (B)(4) items manufactured and released on 28 june 2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on (B)(6) 2017: hip revision surgery occurred 6 years after primary cementless total hip arthroplasty. Radiographic images provided shows a radiographically loose stem and signs of stress shielding. The stem evidently could not find proximal stability and the mechanical situation deteriorated rather rapidly over the years. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Patient was having pain. Surgeon determined that stem was loose. During surgery it was confirmed to be loose and was removed very easily.